Event description:
Physician has reported a rupture of the left device, diagnosed by an ultrasound and MRI. Device remains implanted and will be replaced with a non-allergan device.

Manufacturer narrative:
Date of birth-1964;(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported the device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified a device broken. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.